Event description:
The customer was called and reported that the sensor was giving erroneous readings that were triggering the customer's insulin pump to threshold suspend. Customer's blood glucose was 100 mg/dl on two occasions where the sensor read 43 mg/dl and 60 mg/dl. Customer was advised that the sensor could be turned off and on in an attempt to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.